Event description:
A customer reported receiving erratic readings on their freestyle lite blood glucose monitor. The customer reported readings of 125 mg/dl and 464 mg/dl within 10 minutes. All tests were performed on the finger. The tests when plotted on a parkes error grid feel into the "c" zone showing the difference in values to be clinically significant. The customer reported that at 8pm on (B)(6) 2011, she experienced headaches due to the "back to back readings" and went to the hospital. The customer declined to complete the medical survey or provide additional information. Based on the information provided, there is no indication of a serious injury associated with this event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional results are available.